Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead is suspected to have dislodged. No intervention has been performed at this time and the lv lead was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.